Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure, while holding an s90 vapr electrode and activating the ablation mode, the surgeon received a small shock (sensed current); the video monitor also displayed some interference at the same time. They opened another same device and used it without issue to successfully complete the procedure without further issue or harm to the patient.

Manufacturer narrative:
The received complaint sample was evaluated both visually and mechanically. First the device was viewed both with the naked eye and under power. It is noted that although the device has evidence of use it appears in good condition, no damage and no anomalies. The device was mated with a standard vapr test set up; the test generator recognized the electrode and the proper defaults came up on the display. Further when the footswitch pedals were activated there was evidence of power at the tip of the electrode. This procedure was repeated several times to insure continuity of function. While being tested, the device was "hand held" and alternately activated between the coag and ablation mode for 10 minutes while the active tip was immersed in saline; there was no sensation of any sort felt. The complaint states that the surgeon experienced some sort of a small shock or sensed current flow; however the tester did not have any such occurrence. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. No fault found with the device. We cannot conclude as to what may have caused the end user to have had the reported experience. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return of device.